Event description:
Information received indicates the head end brake casters are not holding in brake.

Manufacturer narrative:
The technician found both foot casters had broken support blocks. The technician replaced the foot casters and support blocks to repair the bed.